Event description:
It was reported that there was a lead fracture. Upon removal, a stylet could not be advanced through the pin plug. The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. The lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead in segments analyzed.